Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump was not working, the physician believed that the lockout valve on the pump may not have been working. The pump was removed and replaced for a new functional pump, the other components remained implanted. No information was provided regarding the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump was not working, the physician believed that the lockout valve on the pump may not have been working. The pump was removed and replaced for a new functional pump, the other components remained implanted. No information was provided regarding the patient's outcome.